Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was sticking out and had a compromised forced sensor alarm. Customer's blood glucose value was 96mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.